Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate sv 200 device ruptured during filling. The device was being filled with sodium chloride at the time of the rupture. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.